Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was 409 mg/dl. Customer had difficulty breathing. The customer had not yet treated for the high blood glucose. Troubleshooting was not performed. The customer was advised to treat their high blood glucose and seek medical assistance. The insulin pump will not be returned for analysis.